Event description:
It was reported by germany that during service and evaluation, it was determined that the battery handpiece device had a leak tightness test failure, a sticky trigger, would not run and component damage. It was further determined that the device failed pretest for leakage test using bubble emission technique, check for sticky triggers, check roundness of housing, check fitting of the lid and check general function of device. It was noted in the service order that during pre-surgery, it was discovered that the device had a problem of snapping other devices. It was reported that there were no delays to the surgical procedure. A spare device was not available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device had a problem of snapping other devices was not confirmed. Therefore, an assignable root cause for the reported condition of difficult to assemble/disassemble was not determined. However, during evaluation, it was determined that the reported condition that the device had a sticky trigger. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).